Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. Cxr was performed and revealed the lead had dislodged. No invention was performed. The patient was in good condition.

Event description:
New information stated that on (B)(6) 2015, the lead was explanted and replaced. The patient was doing well and would continue to be monitored.